Manufacturer narrative:
B5: upon follow-up, it was reported that pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (thrice a week) on an unknown date. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from the peritonitis event however, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, once in 4 days and ongoing ) and fortum injection (1gm, once a day and ongoing ) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.